Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy, at the section of the appendix, the stapler was not able to fire the reload, the surgeon was able to press the green button and the handle got stuck. They used a ligation device to complete the case. There was no patient injury.